Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that the "ok" button on her one touch ultra2 meter was stuck and/or sticking. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt was unable to confirm when the alleged issue started. It is unk if the pt was unable to test her blood glucose, as a result of the issue. However on an unspecified date/time, after the reported issue began, the pt claimed she developed symptoms of nausea, dizziness, and low blood sugar and treated self with food and/or drink. At the time of troubleshooting, the pt was unable to confirm if there was any trauma to the subject meter. The issue remained unresolved. Replacement prod was sent to the pt. This complaint is being reported because the pt claims she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.